Manufacturer narrative:
Complaint (B)(4). Received (B)(4) pcs 454209/b230733t, (B)(4) pcs 454209/b230933d, and (B)(4) pcs 454222/b23063dl for evaluation. Received customer picture. We have no remaining inventory for any of the claimed materials/batches. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and additive content. All tubes were visually inspected for correct assembly. No deviations were noted. Additive content was found to be within specification in all tested samples. Therefore, the alleged malfunction cannot be confirmed.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states increased specimen clotting.